Manufacturer narrative:
Device evaluation summary: one cadd legacy 1 pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with scratched screen. The device was powered up and alarmed ec 1144 which is an issue with the circuit board. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. This issue was caused by faulty circuit board.

Event description:
Information was received indicating that a smiths medical cadd legacy pump was alarming with error code 1144. Patient stated no kinks in the line and when pushing any other buttons, pump would not silence. It was also stated that as per manual, pump needs to be returned and serviced. The patient switched to back up pump. There were no adverse effects to the patients due to the reported event.

Manufacturer narrative:
Additional information: received additional information indicating the patient information and there was no patient injury due to the reported event. It was also stated that the medication being delivered was life-sustaining.